Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device produced malformed clips. Another device was used to complete the case. There was no consequence to the patient.